Event description:
Malfunctioning left ulnar artery to cephalic vein arteriovenous fistula with significant arm hematoma. To o.r (B)(6) 2019 for lue diagnostic fistulogram, us guided thrombin injection of pseudoaneurysm arising from peripheral aspect of fistula. Reported micropuncture wire tip broke off when removing from pt left arm, stuck in subcutaneous tissue. Physician chose to leave it and not do another incision because risk outweighed benefit to attempt to remove it. Is in subcutaneous tissue and not in vessel; approx. 2 mm fragment; composition of fragment the same as coils left in patients.